Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2012; 4068-58 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a non-specific issue had been seen with the right atrial (ra) lead six months prior. It was unclear if any action was taken and follow up yielded no information. The lead presumably remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.